Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found the problem with the iabp unit not booting up. To fix the issue, the fse replaced the front end board then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport to another hospital, the cardiosave intra-aortic balloon pump (iabp) lost power, stopped functioning, and shutdown unexpectedly after running on the battery for approximately 1 hour. It was noted that prior to transportation, the battery status indicated a full charge, all the battery led¿s and indicators were functioning properly and showed the iabp unit to have full power. The customer was able to restart the iabp unit and patient therapy was resumed without delay. No patient harm, serious injury or adverse event was reported.